Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they received failed battery test. The customer's blood glucose level was 460mg/dl. The customer treated the highs. Troubleshoot was conducted. The customer was advised the pup would have to be replaced. The customer states this was old pump, and they had replacement pump already.